Event description:
Customer's family member reported receiving inaccurate high readings. In blood glucose tests, customer received a reading of 82 mg/dl and then 92 mg/dl with two different freestyle meters in consecutive tests. Pt began to vomit and was taken to the shop where a lab reading of 994 mg/dl was received. Pt was treated with insulin. Pt was admitted to the hosp for three days.